Manufacturer narrative:
The customer had noted the dilution vessels were chipped and that they had accidentally switched the ise internal standard and diluent solutions around the time of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. Patient 1 initial sodium result was 128 mmol/l and the repeat result was 134 mmol/l. The repeat results were deemed correct and corrective reports were filed.

Manufacturer narrative:
The field service engineer replaced the chipped dilution vessels. The customer successfully ran calibration and qc. The investigation determined the service actions resolved the issue.